Event description:
Alleged when she presses any down functions, the function will actually run up and vice versa. They have also noticed a burnt smell coming from the bed.

Manufacturer narrative:
Repairs have not been completed.